Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-21261, 21262. The pt rec'd two off-label systems. Two of the pt's four scs leads have the same lot number. It was reported the pt underwent two surgical procedures (reference MFR report: 1627487-2014-01271) in the past to address lead migration or ineffective stimulation due to original lead placement. This report pertains to the leads implanted in 06/01/2012. The pt's scs leads were explanted and replaced during the surgery.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.